Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and it alarmed button error, battery out limit and the buttons were not responding. The customer stated that he was about to wash his hands and the insulin pump fell in the bathroom sink. Blood glucose value was 71 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump should be replaced but he declined. He stated he dried the device and it is working now. Customer was made aware the device might not function properly and to call back if issue happens again.